Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 20th september 2012. The device was returned for ¿device switching on automatically¿. Between the 6th september 2018 and the 11th october 2018 the device records multiple manual power ons of 10 minutes duration which lead to the depletion of an installed pad-pak. Measurements taken during the investigation including an excess current drain would indicate a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The low temperatures recorded in the history log, the corrosion observed on the contact collars and the corrosion observed within the membrane would confirm the device had been stored outside of the indicated conditions. This would account for the breakdown of the tracks within the membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 350p.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.